Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the left ventricular lead was abandoned and capped due to high lead impedance (>3000ohms). The subject device has been explanted due to prophylactic replacement.

Event description:
Reportedly, the left ventricular lead was abandoned and capped due to high lead impedance (>3000ohms). The subject device has been explanted due to prophylactic replacement.